Event description:
It was reported an external leak was observed originating from the arterial connection point of a prismaflex m100 set. The event occurred when the user was connecting the set to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, access line was observed to not be correctly glued at the level of the y connector. The reported condition was verified. The cause of the condition was due to the lines of the set including the spikes coming from a separate manufacturing site. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.